Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated no additional actions were taken and there was no impact to the patient per the office nurses. The patient¿s weight at the time of the event was unknown. Per the office, the device was working per specification and not being returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen 1500 mcg/ml at 700 mcg/day via an implanted pump for intractable spasticity and post spinal cord injury. A motor stall was seen at initial interrogation and the patient recently had an MRI. It had been longer than two hours since the patient exited the MRI field. Telemetry state was reviewed. The pump was re-interrogated with logs and the interrogations resulted in a recovery. The pump logs showed a motor stall recovery occurred on the date of this report. Troubleshooting resolved the reported event. Patient symptoms were not reported. The event date was (B)(6) 2019. No further complications were reported/anticipated or expected.